Event description:
It was reported that after a stenting procedure in the left anterior descending artery on (B)(6) 2012, arteriotomy closure of a moderately calcified and moderately tortuous right femoral artery was achieved without issue using a perclose proglide device. During the stenting procedure a venous sheath was not present next to the arterial sheath. The patient was discharged from the hospital on (B)(6) 2012. Although the patient reportedly did not change the gauze within 24 hours after hospital discharge to home, the wound dressing was changed for five days after being discharged. The patient stated the aftercare instructions were followed as bathing in a bathtub or pool was avoided for five days after the procedure. Five days later the patient experienced pain, swelling and subcutaneous bleeding. On (B)(6) 2012, the patient was hospitalized. The next day exploratory surgery was performed revealing an infection and anemia. Medication was used for treatment of the reported anemia. The physician was unable to observe the point of the right femoral artery that was closed by the proglide as it (the vessel) was very deep. The physician diagnosed the closed point was swollen due to an infection. Initially only medication was provided as treatment to control the infection, but the patient condition did not improve. Computed tomography (CT) showed a pseudoaneurysm around the location of the closed point (at the access site).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was brought to surgery again. On direct visualization of the right femoral artery, the physician identified the pseudoaneurysm and noticed that the vessel had ruptured. Bypass surgery was performed, connecting the right femoral artery to the left femoral artery, using an artificial vessel. The condition of the patient has been reportedly good. No additional information was provided. The right femoral artery was reportedly moderately calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access. There was no product deficiency and the product was not returned. Although a conclusive cause for the reported patient effect(s) and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.